Event description:
Patient reported obtaining back-to-back blood glucose results of 201 mg/dl, 117 mg/dl, 146 mg/dl, and 102 mg/dl, while using the suspect device. Patient indicated that no action was taken based on these values. No patient injury was reported and no treatment was received. A level one quality control test was performed on the suspect device and the result fell within the acceptable range. Technical support requested the return of the suspect product and replacement product was shipped.